Event description:
During an abdominal hysterectomy procedure, the staples did not form. The surgeon applied suture without pt injury.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.